Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2009 and discovered a fluid leak in the peristaltic pump from damaged peristaltic tubing. The fse cleaned wash carousel of wash buffer spills from leaking probes. The fse replaced the old peristaltic pump and all preventive maintenance (pm) parts. The fse verified repair per established procedures. System test results conformed to the MFR's published performance specs. Pt samples were collected in plastic bd lithium heparin plasma and serum tubes with gel separator. Sample centrifugation was performed at room temperature in a swinging bucket. Quality control (qc) recovery was within range prior to the event. This reportable event was identified during a retrospective review of product complaints conducted from 01/01/2008 through 10/23/2010 for add'l reportable events. This medwatch report is related to mdrs 2122870-2011-04012 and 2122870-2011-04013, 2122870-2011-04015.

Event description:
The customer reported erroneous, non-reproducible creatine kinase-mb (ck-mb), troponin I (accutni), thyroid-stimulating hormone (tsh), and free thyroxine (ft4) results, for several pts, involving unicel dxc 600i synchron access clinical system. This is report number three of four. The erroneous results were discordant to an alternate unicel dxc 600i system and did not correlate with the pt's clinical condition. The erroneous results were released out of the laboratory and amended reports were sent to the physician. There has been no report of pt injury or change in pt treatment associated with this event. The field service engineer (fse) was dispatched to assess the unit.